Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly.

Event description:
Journal article , "preparation of the femoral bone cavity for cementless stems: broaching vs compaction. A five-year randomized radiostereometric analysis and dual energy x-ray absorption study" was received involving cementless hydroxyapatite-coated bi-metric stems (biomet, inc.), reported that, two patients underwent revision of cup and liner at 2 years post-implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay corrected and additional information. Event date listed: date journal article was accepted. Concomitant medical products - unknown bi-metric femoral stem, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni; therapy date: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in a journal article received that two patients under hip revision procedures approximately two years post-implantation due to unknown reasons. During the procedure, the femoral heads and acetabular liners were removed and replaced. No additional patient consequences were reported.